Event description:
During kidney stone extraction procedure, the stone basket being used could not be disengaged from the stone and was intentionally retained. The pt will return in near future for kidney stone and basket removal. C.t. [Computerized tomography] scan showed a left 9 mm intraureteral calculus.